Manufacturer narrative:
After multiple attempts to obtain additional information, the results of the CT could not be obtained. The device is not available for evaluation as it remains implanted in the patient; however, there was no report of device malfunction. Per the instructions for use (IFU), hypotension potential adverse events associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In addition, per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: (B)(4). In this case, the cause of the hypotension and stroke cannot be confirmed; however, the hypotension could have been a result of a combination of the patient¿s low ejection fraction, cad, and the procedure itself/pacing. In addition to the procedure itself, the patient¿s advanced age ((B)(6)), underlying atrial fibrillation, and severe aortic root calcification could have put the patient at higher risk for the stroke event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, post valve deployment the patient¿s blood pressure was 40/30. Anesthesia was administering epi via the central line but the patient was not responding and was pacer dependent. CPR was initiated. Upon extubation, it was determined that the patient also had a stroke. At the beginning of the procedure the 24 f sheath was successfully placed in the rfa. Bav was performed utilizing rvp. Post bav the ao pressure was in the 60's and took a fair amount of time to recover. The rf3 delivery catheter was introduced and the sapien valve was deployed utilizing rvp. Post deployment the blood pressure was 40/30. Anesthesia was administering epi via the central line but the patient was not responding and was pacer dependent. CPR was performed for 3 minutes. The patient had no pvl and no central ai via tee. Upon extubation in the sicu it was determined that the patient had a stroke. The preliminary information is that the patient's right side is affected and the patient was going for a stat CT. The patient had baseline moderate mr with a frailed/torn leaflet and was in atrial fibrillation prior to the procedure. His baseline bp was somewhat low, and his ejection fraction was 45%.

Manufacturer narrative:
Patient died four days post procedure.